Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2001.

Event description:
It was reported the patient presented to the emergency room due to shortness of breath. It was further reported the electrocardiogram strip obtained by emergency services noted a heart rate of 30 beats per minute when the lower rate was set at 70 beats per minute and the sleep rate at 60 beats per minute. Ventricular oversensing or loss of capture was suspected. The patient was admitted to the hospital for monitoring and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.